Manufacturer narrative:
Corrected data: received date should have been included on the initial MDR. Results of investigation: the carefusion failure analysis lab inspected the gas delivery engine (gde) and was able to duplicate the reported issue. The root cause of the reported issue was isolated to kinked tubing in the gde assembly.

Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4). The customer ordered a gas delivery engine (gde) to perform the repair themselves. The gde was installed and resolved the reported issue. If the suspect gde is returned to carefusion, then an evaluation will be performed and a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the ventilator was on a patient and the patient started to exhibit sensitivity triggering issues. The patient was having to pull excessive negative pressure for the unit to trigger. The patient was removed and placed on another ventilator with no harm or injury.